Event description:
It was reported that there was a separation between the female connector (navy blue screw part) and the main body (light blue barrel) of the twist clamp on a peritoneal dialysis (pd) transfer set; further described as ¿the navy blue screw part had disconnected itself from the light blue barrel attached to the roller clamp.¿ this occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: the event occurred when disconnecting from manual therapy (previously submitted as during an unspecified process step of peritoneal dialysis (pd) therapy). H10: the customer returned a sample with product code r5c4482 for evaluation. A visual inspection with the naked eye noted separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.